Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the vitrectomy probe was not cutting during a vitrectomy procedure. The product was replaced with another one and the procedure was completed with no harm to the patient. No additional information is expected.

Manufacturer narrative:
Additional information provided. The lot complaint history was reviewed. This is the second complaint for the finish goods lot; however, it is the first complaint for this issue for this lot. The device history record shows the product was built and released per specifications. Only the 23 gauge probe and a cut-off pouch label were returned. Upon visual inspection, the open pneumatic driveline of the probe was determined to be occluded with ultraviolet (uv) cure adhesive. Occlusion of the pneumatic driveline prevented the probe from actuating and cutting. The occlusion was found in the tubing insertion to the probe engine. The port on the probe tip was also noted to be in the fully shut position. A calibrated console representing the current software version was used to test the sample. The console was set to vitrectomy momentary mode; one cut rate could not be performed confirming occlusion in the open pneumatic driveline. A block reader was then used to interrogate the radio-frequency identification's (rfid) programmed information, which was found to be correct for the build lot of the rfids. The probe rfid connectors functioned per specifications. Functional testing of the returned sample confirmed actuation and cutting did not meet acceptance criteria as a result of the pneumatic driveline occlusion. In order to mitigate the occurrence of this type of event, during the manufacturing process, downstream in-process checks after final assembly are utilized to help screen out this type of defect from occurring. Adhesive level in adhesive dispensers is regularly checked throughout the assembly process. Excess adhesive is manually removed from tubing. All final assemblies are 100% leak and flow tested and functionally tested for actuation. A review of the device history record for this probe confirmed that these controls were used during the assembly process. The root cause of the customer¿s reported issue is occlusion of the pneumatic driveline tubing due to improper application of adhesive, or failure to remove excess adhesive from the tubing prior to bonding. The excess adhesive was uv-cured causing occlusion inside the tubing, preventing probe actuation and cutting. A nonconformance investigation has been opened to determine a root cause and implement appropriate corrective action for complaints of occluded probes. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).